Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an operative hysteroscopy the patient sustained a perforation after the surgeon dilated to introduce the hysteroscope. No further patient injury or complications were reported.